Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the universal serial bus (usb) connection was not plugged into the computer. Re-seated the cable and communication was restored. There were no components replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was unable to communicate with their electromagnetic localization system. The software gave a no communication message. Electromagnetic localization system displayed the number 8. The site tried another electromagnetic localization system and they got the same error. The site stated that they did not notice any fraying of the electromagnetic localization system cable. They stated they will use optical tracking for the upcoming case. No patient present. Additional information was received: the manufacturer representative (rep) tested the system with a different electromagnetic localization system and the same issue occurred.